Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon was inserted into the left iliac artery without incident and inflated. Upon attempted withdrawal, resistance was encountered and the device was noted to be stuck. The balloon was retracted into the sheath, and everything was removed. The procedure was completed. There were no patient complications as a result of this event, and the patient remained stable post-procedure.

Manufacturer narrative:
Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon was inserted into the left iliac artery without incident and inflated. Upon attempted withdrawal, resistance was encountered and the device was noted to be stuck. The balloon was retracted into the sheath, and everything was removed. The procedure was completed. There were no patient complications as a result of this event, and the patient remained stable post-procedure.